Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. The customer reported tubing kinks, and returned 3 unused samples of material 2420-0007 and lot 23075371. The sets were visually examined for defects and abnormalities. The sets were found to have kinks near the roller clamp, above the pumping segment, and generally throughout the tubing. The complaint is verified. The sets had no leakage issues or other defects. Manufacturing confirmed this issue, and also that this is purely cosmetic. Since none of the sets had any non-cosmetic issues, the root cause is unknown. Device history record review for model 2420-0007 lot number 23075371 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Event description:
It was reported that bd laris pump module smartsite infusion set was kinked. The following information was received by the initial reporter with the following verbatim: I cover corewell health and was just looped into some kinking complaints regarding 2420-0007 from one of their facilities that have been ongoing since april. Below and attached is the information I received from omit, the regional rep, that has been the point of contact not realizing that I cover this account. They have been requesting an onsite visit and today¿s request is a discussion/outline on how the problem is to be remedied (¿bd tubing¿ attachment). I wanted to get your input as I¿m not sure if this is a manufacturing/packaging issue. Please let me know your thoughts on how best to address this with the customer.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.